Manufacturer narrative:
A patient experienced ineffective stimulation was reported to abbott. No intervention is scheduled at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Event description:
It was reported that the patient had ineffective therapy that could not be resolved by system reprogramming. In turn, the patient may undergo surgical intervention to address the issue.